Event description:
It was reported that the customer's insulin pump threshold suspended, based on a reading of 60 mg/dl, while customer's blood glucose was 124 mg/dl. Customer stated he had noticed bent cannulas on previous sensor. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.